Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal even though end tones were heard during a colorectal procedure. Vessels were less than 7mm in size. There was no injury or bleeding.